Event description:
It was reported that at a routine follow-up appointment, the physician observed over-sensed noisy signals from this right atrial (ra) lead. Noise was also seen on the right ventricular (rv) shock channel and the noise from both leads was able to be reproduced with provocative maneuvers. The physician elected to reprogram the atrial sensitivity and device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the atrial lead noise was over-sensed resulting in a large amount of inappropriate mode switch episodes. It was also clarified that the rv lead noise was not over-sensed and noise on the shock channel does not necessarily indicate lead impairment. The rv shock impedance was noted to be elevated, but still within normal limits (<125 ohms). Nevertheless, it was recommended to perform thorough isometrics and diagnostic imaging to assess the ra and rv lead integrity prior to a potential revision procedure. At this time, both leads remain implanted and no adverse patient effects were reported.